Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was discarded. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 and d11 are being filed under separate medwatch reports.na h3 other text : the clip was not returned as it was discarded at the site.

Event description:
This is being filed to report the cds caused damage to an implanted clip, mitral valve replacement, heart failure and death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. Three clips (cds0601-xtr, 90329u120, cds0601-xtr, 90329u125, cds0601-xtr, 90321u151) were implanted reducing mr to 2. On (B)(6) 2019, during outpatient evaluation the patient complaint of increase shortness of breath and fatigue. A control echocardiogram was performed, which found that the middle clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and increased mr of 4. On (B)(6) 2019, second procedure performed to treat slda and increased mr of 4. The clip delivery system (cds) was advanced to the mitral valve and placed, but the clip was unable to reduce mr satisfactory. Multiple attempts to were made re-positioning the clip to reduce mr but was unsuccessful. It was decided to remove the clip and while removing the clip, the clip interacted with one of the implanted clips and caused an slda. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. Therefore, the cds was removed with mr remaining at 4. The patient was sent for mitral valve replacement the same day. The next day, (B)(6) 2019, the patient died due to heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for device causing damage from this lot. The reported adverse event of heart failure and death as listed in the mitraclip ntr/xtr system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported device damaged by another device (caused damage) appears to be due to user technique/procedural circumstances as the clip delivery system (cds) in use contacted and damaged the first implanted clip that subsequently resulted in its single leaflet device attachment (slda). However, a definitive cause for the reported heart failure could not be determined in this incident. The reported death appears to be due to heart failure as reported in the case details. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na